Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of handle cannula break.

Event description:
It was reported to boston scientific corporation that a trapezoid rx was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6) 2025. During the procedure, the handle was disconnected from the metal wire. The stone was trapped inside the basket, and the basket was stuck inside the bile duct. Forceps was used to grab the metal wire, and the procedure was completed using an emergency lithotripter. There were no patient complications as a result of this event.